Event description:
It was reported that a patient presented to clinic for device change. It was noted during pre-procedure check that their right ventricular (rv) lead had high capture threshold. The rv lead was explanted and replaced during a procedure on (B)(6) 2021. The patient was stable before and after the procedure.